Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that there was a leak between the cartridge and the luer connector of the infusion set. No adverse event was reported. The infusion set was requested to be returned for product evaluation.